Event description:
Per the center, the patient¿s fixture failed to osseointegrate and fell out at time of fitting the prosthetic ear. Revision surgery is scheduled, but had not taken place at the time of this report april 7, 2009.